Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was admitted in intensive care unit due to diabetic ketoacidosis on unknown date. Customer reported that they experienced low blood glucose. The customer blood glucose level was 37 mg/dl at the time of incident and other blood glucose values were 333 mg/dl and 360 mg/dl. Customer reported that the insulin pump had motor error and motor position encoder error alarms. Customer was unsure if drive support cap was loosed, protruded, sticking out or flush. Customer stated the insulin pump was not exposed to a high magnetic field. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was monitored for 3 days. No charge or battery anomaly, unexpected low battery alarm or unexpected off no power alarm noted. Unit passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop current and run current measurement tests are within specification. Unit also passed off no power alarm test. Device was unable to prime during prime/a33 test due to faulty force sensor resistor unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Unable to complete the functional test or verify motor error alarm due to prime anomaly. The motor was tested outside of the unit and passed. No e70 alarm noted during testing or in the alarm history screen. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.